Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
20.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that patient had not been able to charge her ins for 3 weeks. Controller told her to reposition antenna but she had it over the ins. For the last 3 weeks she got 'no device found' every time. She needed to be charged. Ins helped her pain when it was charged. She typically charged it before it went dead. She charged every single day, every day her ins was dead. She saw prm screen today and also in the past. Patient service specialist (pss) had patient use the controller on the call. It showed no device found. Pss instructed pt to press 'recharge'. Prm screen showed all numbers at zero. Patient re-positioned again and at one point she was able to get 100 but went to zero again. Patient tried a couple of prm cycles and was not able to get to the normal charging screen. Patient did not see any damage but the rtm cord to the donut did feel warm. She should not have so many problems and it was irritating.